Event description:
A caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue. The malfunction code did not recur after the reset, and the customer was advised to report any future occurrences.